Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was receiving inadequate stimulation. As a result, the patient underwent surgical intervention. During the procedure, the patient's ipg and anchors were explanted but the doctor decided to leave the patient's lead in place due to being unable to remove it at the time of the surgery.